Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on: (B)(6) 2010: the patient underwent MRI of lumbar spine without contrast due to back pain. Impressions: 27 degree dextrocurvature between the superior plate of l1 and the inferior plate of l4. Severe endplate degenerative changes at l2-l3 with associated bone marrowedema, likely secondary to the scoliosis. Moderate spinal canal and bilateral neural foraminal stenosis at l3-l4. (B)(6) 2010: the patient presented for a follow-up visit with complaint of low back and leg pain. Pain radiated to the left buttock, left anterior and posterior thigh, and left calf. Associated symptoms included paravertebral muscle spasm, radicular left leg pain, numbness in the left thigh and weakness of the left upper leg. Assessment: lumbar spinal stenosis, depression responsive to treatment, scoliosis. (B)(6) 2010: the patient underwent pre-op x-ray of chest. Conclusion: negative single frontal view of chest. Patient also underwent hematology and coagulation study. (B)(6) 2010: the patient was presented with pre-op diagnosis of lumbar stenosis, scoliosis. For which patient underwent l2-l3, l3-l4 bilateral anterior interbody fusion, cage and plate placement. Per op notes, a cage 10 x 18 x 55 was packed with rh-bmp2/acs and osteocel and placed inside the l3-l4 disk space for arthrodesis purposes. A good solid fit was achieved and significant reduction of scoliosis was accomplished. A size 10 plate was then brought in and then under direct visualization, using 55 mm screws and 60 mm screws, plate was attached to l3-l4 without difficulty. Diskectomy was performed at l2-l3, l3-l4. A 10 x 18 x 55 mm cage was then packed with osteocel, rh-bmp2/acs and placed inside the l2-l3 disk apace for arthrodesis purposes. Second size 8 plate was brought in and using 60 mm bolts, these were attached to l2-l3 with a good solid fit achieved. The patient tolerated the procedure well and no patient complications were noted. (B)(6) 2010: the patient got discharged from hospital. (B)(6) 2010: the patient reported via call a tremendous amount of pain which started (B)(6) after her therapy sessions. (B)(6) 2010, and (B)(6) 2011: the patient presented for a post-op visit from on (B)(6) 2010 with complaints of lumbar spinal stenosis, abdominal cramps and had left buttock pain. Assessment: lumbar spinal stenosis, depression responsive to treatment, hip pain. (B)(6) 2011: the patient underwent MRI of left hip, right hip and lumbar spine status post l2-3, l3-4 xlif which revealed left gluteus medius musculotendinous unit strain, mild femoral trochanteric bursitis, hip arthritis, mild spinal canal stenosis l2-l3, l3-l4 and l4-l5, scoliosis, facet osteoarthritis and multilevel disc degeneration spondylosis disease. (B)(6) 2012: the patient underwent MRI of lumbar spine. Impressions: spondylosis, disc disease and posterior element hypertrophy along with alterations in alignment and post-op changes resulting in multilevel canal and foraminal narrowing/stenosis.